Manufacturer narrative:
Evaluation summary: a stopcock returned attached to the luer of the device. Kinks were evident along the hypotube. There was a kink on the distal shaft 8.8cm distal to the guidewire entry port. The stent was positioned on the balloon between the marker bands as per specifications. There was deformation to the 10th distal stent wrap with struts raised. There was slight deformation to the distal tip. Inner lumen patency was verified with a 0.015 inch mandrel.

Event description:
It was reported that the physician was attempting to use a resolute integrity rx drug eluting stent. No issues noted to device packaging and no issues removing the device from the hoop/tray. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered during delivery. No excessive force was used. It was reported that the physician attempted to position the stent in the artery, but could not cross the stent and it pushed the guide out. The physician believed that the stent may have caught on the guide. The physician ballooned the lesion and was about to put the stent back in and noticed that the struts were sticking up. It is unknown if it came out of the package that way or if it caught on the guide and deformed the stent. Another resolute was used to complete the procedure. No patient injury reported.